Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when the serious adverse events occurred. The definitive etiology of the events is unknown; therefore, causality cannot be firmly established. However, the medical records indicate the patient¿s primary and secondary causes of death were cardiac arrest and copd. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no re

Event description:
On (B)(6) 2023, fresenius became aware this patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired during ccpd therapy. No additional information was provided during intake. Medical records received from the patient¿s outpatient home dialysis confirmed the patient expired at home while undergoing ccpd therapy on (B)(6) 2023 due to cardiac arrest and chronic obstructive pulmonary disease (copd). The documentation does not indicate a fresenius device(s) and/or product(s) caused or contributed to the patient¿s demise.

Event description:
On 13/feb/2023, fresenius became aware this patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired during ccpd therapy. No additional information was provided during intake. Medical records received from the patient¿s outpatient home dialysis confirmed the patient expired at home while undergoing ccpd therapy on (B)(6) 2023 due to cardiac arrest and chronic obstructive pulmonary disease (copd). The documentation does not indicate a fresenius device(s) and/or product(s) caused or contributed to the patient¿s demise.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On 13/feb/2023, fresenius became aware this patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired during ccpd therapy. No additional information was provided during intake. Medical records received from the patient¿s outpatient home dialysis confirmed the patient expired at home while undergoing ccpd therapy on (B)(6) 2023 due to cardiac arrest and chronic obstructive pulmonary disease (copd). The documentation does not indicate a fresenius device(s) and/or product(s) caused or contributed to the patient¿s demise.

Manufacturer narrative:
Correction: initial MDR submission h10 clinical investigation: clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when the serious adverse events occurred. The definitive etiology of the events is unknown; therefore, causality cannot be firmly established. However, the medical records indicate the patient¿s primary and secondary causes of death were cardiac arrest and copd. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet user expectations or manufacturer specifications.